Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack at the battery compartment near the clip and travels down to the bottom of the pump. The customer also stated the insulin pump metal contact was broken. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was performed and found that the location of the damage at battery tube side and battery tube threads. The damage was not affecting/impacting pump functionality. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1880 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, cracks in the case on the battery tube side one of which runs horizontally across about where the bottom of the battery compartment is located, missing serial number label, faded display window cover. The pump was received with a battery cap. The battery cap contact was missing. In summary, the customer¿s report of a crack in the case and a detached battery cap contact both were confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.